Event description:
Description: cap was removed to remove any air bubbles from the syringe. At this point, I was able to notice that there was no medication in the syringe and it was full of air. Empty syringe was set aside away from patient and a new package of the same medication was obtained.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(6) follow up: a device history record review was completed by our quality engineer team for provided material number 303270 and lot number 4332326. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time.